Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that on (B)(6) 2021 the backup generator failed during a routine shutdown and all ICU 8015 pumps alarmed with error code 121.2000.2 and powered down. The device failed to convert to battery power. The facility used bd batteries. The customer stated that the staff had to restart all devices, once restarted reported no issues. There was no report of patient impact or any other information provided per customer for this complaint.

Manufacturer narrative:
The reported issue of pcu1.5 module error code 121.2000.2 could not be confirmed. No product nor device logs were returned for investigation. Device history record: a review of the device history record showed the device had a manufacture date of 10may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device history record only.

Event description:
It was reported that on (B)(6) 2021 the backup generator failed during a routine shutdown and all ICU 8015 pumps alarmed with error code 121.2000.2 and powered down. The device failed to convert to battery power. The facility used bd batteries. The customer stated that the staff had to restart all devices, once restarted reported no issues. There was no report of patient impact or any other information provided per customer for this complaint.